Event description:
Hcp reported the pt had "a tiny hole above the pump" on the pt's abdomen. The pt was treated at a wound care center and the infection would not heal. The pt was given oral antibiotics. In 2003 the pus was drained from the area which cultured positive for methicillin-resistant staphylcoccus aureus. Blood cultures were negative. Anaerobic cultures (of unk area) showed no growth. An infectious disease physician was consulted. The pt was then hospitalized and started on IV antibiotics. The surgeon was able to see the "shiny part" of the pump. The following month the pump and catheter were explanted. The pt did not have meningitis. The pt was not able to tolerate oral baclofen following the procedure. They experienced no symptoms for 24 hours postoperatively. They then had severe spasticity and was also hypoglycemic (treated with IV glucose). The pt then experienced life-threatening dystonic and myotonic seizures which could not be contributed to the medication withdrawal. Hcp believes there may be a history of seizures. The pt spent several days in the intensive care unit. The pt had a risk factor of "picking" at their wound, but there has not been a diagnosis of twiddler' syndrome. The pt's condition gradually stabilized and is currently reported to be doing o.k. The infection has resolved. The pt is still on oral antibiotics.